Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) and had been using more insulin than normal. Contact declined tandem technical support's offer to perform a pump system check and declined to provide further information. Recommendation was made for the customer to discuss the event with a healthcare provider.